Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
As of (B)(6)-2015, the pump had been out of medication for about 2 weeks. The reporter was planning to silence the pump alarms. Per the reporter, they had been decreasing the patient's dose because the patient wanted to try an implantable neurostimulator instead. The patient had no symptoms. The device system had been delivering hydromorphone (2 mg/ml at .0126/day) and bupivacaine (30 mg/ml at .18/day. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information.